Manufacturer narrative:
Analysis results of the software exports and logs were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were deviations during a l3-s1 mis case with two offset midline incisions on each side of the patient. A schanz pin was placed in the psis and the surgical system was mounted to the patient using a schanz arm. The surgeon executed the trajectories on the left side from l3 to s1 first and then on the right side from l3 to s1. The manufacturer representative noted that there were no skive potentials with the plan and the no issues with the surgeons technique were noticed.  All of the screws on the left side were lateral by a few mm. The trajectories were in line with the plan, but shifted. This caused the screws to be in-out-in, which was not planned for. The deviated screws were found during an o-arm scan. The screws were clinically acceptable, but the surgeon decided to reposition them using navigation.  The surgeon decided to reposition the screws on the right side as well since the surgeon did not like the plan. The screws were accurate to plan. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
H3: analysis of the surgical arm determined that the complaint was confirmed. Visual/physical examination and functional testing found the surgical arm failed an accuracy test, the camera was the old version, the j1/j2/j6 encoders failed, the j2 plastic cover was broken, the j2/j3 drivers failed, the j3 joint was noisy and the motor harness was damaged, and the j1 joint was noisy. The surgical arm was repaired, recalibrated and passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the software exports and logs was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a mazor workstation. Analysis did not find any issues related to the planning. Post op images provided show lateral deviations in left l3, l4 and l5. As reported, surgical arm failed advanced accuracy test. Surgical arm was replaced and the system was retested for accuracy and passed. The sra was sent back and was examined by the repair center. After examination the arm was confirmed to be inaccurate and faulty joints were repaired and replaced. The log files show that prior to the operation the arm failed the built in self test (bist). No indication of excessive force applied on the surgical arm. Analysis concluded the probable cause of the deviation experienced in the or is compromised accuracy of the arm due to arm failure. The failed bist test was a further indication of the arm may have been faulty. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the surgical arm failed an accuracy test. The surgical arm was replaced. The system then passed the system checkout and was found to be fully functional. Section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the surgical arm failed the built in self test and an advanced accuracy test.